Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was noted that there was damage to the battery compartment as well as moisture within. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, there was corrosion observed in the battery compartment. A leak test was performed and failed indicating a battery compartment leak. The pump case was removed and there was no moisture or corrosion present. Unrelated to the original complaint, the battery compartment was observed to be cracked above and below the grip pad. The pump was powered on and the display appeared to be dim.